Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an endovascular aortic repair [evar] procedure, the catheter tip detached within the patient. The physician had successfully navigated the ilio-femoral conduit and acquired bilateral femoral artery access. A guidewire was then advanced to the aneurysm site. During guidewire manipulations, the physician noted the catheter tip was missing and had migrated to the patient's aortic bifurcation. The foreign body was successfully externalized, liberating the vessel along with all residual interventional equipment. A competitor's device was used to complete the procedure for this patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The returned sample evaluation concluded that the most probable root cause of the occurrence was forces imposed upon the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.